Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower had hardware errors specifically mostly to the lower tower. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware errors had occurred in the station. A field service engineer replaced latches on tower doors 1, 2, 3 and 4 to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1. (B)(6).